Manufacturer narrative:
Evaluation summary: the reported condition was not confirmed during product evaluation.

Event description:
The facility reported a pump with failure code 810:11. This failure code occured during bio-med testing. There was no pt injury or medical intervention necessary according to the hosp rep. No add'l contact info is available.